Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 400 mg/dl with extreme drowsiness associated with intermittent power on the pump. The reporter confirmed that the pump battery cap was secured appropriately and there was no noted damage to the product or moisture ingress associated with the complaint. This report is made based on the allegation that the patient experienced hyperglycemia associated with a pump intermittent power issue.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/07/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. Two unexplained power events were observed in the pump history. The pump was examined and found a crack below the bumper pad. The battery cap was tested and was confirmed to be within specifications. The returned battery cap was secured to the pump and the pump powered on appropriately. Prior to performing the load and prime function, the pump properly displayed the appropriate warning to ¿disconnect infusion set from your body. Then select continue¿. The pump was exercised for 24 hours without power issues or alarms. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was opened and found no evidence of moisture or other damage inside the pump. No delivery related defects were found during testing.